Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted. It passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. It was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 195 mg/dl. The customer stated that she had the device in her bra while she was running the day before sand also mentioned that she left the insulin pump near the pool. The device was returned for analysis.